Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. At around 9am, the patient was found by her grandson on the floor unconscious. The patient could not recall if the cgm device was working or alerting properly prior to her losing consciousness. The patient¿s grandson called 911. Once ems arrived, the patient¿s bg meter reading was 22 mg/dl. No cgm comparison value was reported. Ems treated the patient with IV ¿sugar¿ and transported her to the ER. During transport, the patient¿s bg meter reading was 48 mg/dl and the cgm was reading 73 mg/dl. At the ER, the patient¿s bg meter reading was 35 mg/dl. No cgm comparison value was reported at this time. The patient was admitted to the hospital for observations due to her bg level fluctuating (an example given was going from a bg level of 96 mg/dl to 35 mg/dl). The patient was discharged home after 24 hours. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when paramedic checked the patient. The reported glucose values fall within the b zone of the parkes error grid when patient was on the way to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.